Event description:
It was reported that in spd, prior to starting a da vinci si surgical procedure, the housting appears to be broken at the connection end on a fenestrated bipolar forceps instrument. There were no missing pieces or fallen pieces reported. No patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis confirmed the reported complaint. The instrument luer plate was dislodged. The luer plate was pushed into the backend. Failure analysis concluded the damage was likely due to improper cleaning. Additional observations not reported was the instrument was missing one of the release levers. The housing likely popped off during mishandling, causing levers to fall out and the housing was likely then put back on without levers. Failure analysis concluded the missing levers was likely due to mishandling / misuse. Various scratches on the distal end of the main tube showing light material removal and a rough surface finish were also found. The scratches were .046 - .059 in length and not axially aligned with the tube. Failure analysis concluded the scratches may be due to mishandling / misuse. No other damage was found. The instruments and accessories user manual specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; tube abrasions with material removed ,found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.